Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was in use on a patient. There was no report of patient or user harm. The philips remote service engineer (rse) confirmed the event. There have been several attempts made to gather additional information without any response. This is considered to be a reportable malfunction.the cause of the event is unknown. It is unknown if the issue was resolved. The device remained on site.